Event description:
Event date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl at the time of incident and the current blood glucose level was 155 mg/dl. The customer was treated with food. Customer also stated that they experienced the low blood glucose at the time of evening and treated with the candy. The customer declined troubleshoot low blood glucose. The insulin pump will not be returned for analysis.